Event description:
The complainant stated, "when paramedics were attempting to intubate a 65 year old male pt, who was in cardiac arrest, the disposable laryngoscope blade (mac4) broke. This was the first time the paramedic had used this type of laryngoscope blade. An rsp metal laryngoscope blade was selected and the pt was successfully intubated immediately. The pt was transported to the hosp. [After an undefined period of time], the pt expired due to cardiac arrest." The blade was not saved and the batch number is unreported. Three unsuccessful attempts (6/23/97, 7/10/97 and 7/14/97) were made to obtain the blade batch number. The delay in the hosp reporting the incident was caused by the hosp's purchasing dept.